Event description:
The device was implanted on 4/9/97, for the intrathecal infusion of morphine for treatment of pain. On 5/21/97, the facility nurse informed the MFR's sr. Sales specialist the device was to be explanted on 5/22/97, and a new device will be implanted due to the device flowing slow. The facility nurse stated that they have received 49cc of drug on two occasions; however, the device sideport was able to be accessed and injected. No further details were provided at this time.